Manufacturer narrative:
H10 the customer reported that the power switch overlay was replaced to correct the alarm led failure reported. The customer advised that the philips field service engineer was at the facility assisting with repairs and he took over this repair. The unit was tested, and it was returned to service. H11 on the initial report submitted, it was reported that an error code was found consistent with backup alarm failed. The correct description of the error code is alarm led failed.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The biomed reported to philips remote service engineer (rse) that the unit would not stop alarming and had a message stating light emitting diode (led) inoperable (inop) alarm. The rse advised the biomed to check the significant event log and found an error code consistent with backup alarm failed. The biomed reports that the unit was in use, no patient harm, and the unit did alarm. The rse advised the customer to replace the power switch overlay. The device was reported to be in clinical use at the time the reported issue was discovered and vent had to be changed out. However, there was no reported patient or user harm.

Manufacturer narrative:
Multiple attempts were made to obtain device repair info and status. No response was received.